Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. According to the report the trunk-ipsilateral leg component was positioned to deploy directly below the lowest renal artery. However, after deployment, it was noted the device had been deployed more proximally than intended and was partially covering the ostium of the left renal artery. According to the report, there was nothing about the patient¿s anatomy or positioning issues with the c-arm angle that reportedly caused or contributed to the proximal movement of the device. It was reported that in an effort to get up as high to the renal as possible, the physician ¿aggressively¿ deployed the device. As it was reported, final angiography showed exclusion of the aneurysm, good perfusion with no obstruction of the left renal artery, no further action was taken. The procedure was concluded without any further reported adverse events, and the patient was reported to have tolerated the procedure. On an unknown date, post-implantation laboratory results reportedly showed the patient¿s creatinine level was higher than normal (exact measurement not given). On (B)(6) 2017, as a precautionary measure, it was reported the physician elected to implant an atrium icast¿ stent into the left renal artery to maintain renal artery perfusion.